Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed: yes; if yes, how was the device removed (cut off tissue, etc.): cut off tissue around the jaws; did the jaws eventually open: it seems not.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was jammed after the second firing, it was impossible to go back. A like device completed the procedure. No further information is available. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # n56c7z. The ec60a device was received for analysis with no visual non-conformances and with a gst60t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.